Event description:
It was reported that during a da vinci si total benign hysterectomy the prograsp forceps instrument did not have a full range of motion. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. When articulating the instrument manually, the movement was not precise. The roll input and pitch input disc did not move smoothly when manually rotated. Visual inspection showed the front roll axis bearing and three bearings below clamping pulleys exhibited contamination that was possibly causing increased friction. Engineering concluded improper cleaning may contribute to issue. Additional damage found was deep scratches on the main tube. The distal end of main tube had a couple scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded the damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.